Event description:
It was reported that the patient's right ventricular lead exhibited one episode of lead noise. No interventions were performed. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2025. There were no patient consequences.